Event description:
It was reported that during a coiling of a wide neck aneurysm in the anterior communicating artery, the first stent attempted (device in question) could not be placed and wa removed without any issue. A second stent was placed with ease and the aneurysm was successfully filled with gdc coils. Pt status is reported as "ok", with the exception of "a light deficit in movement of the left leg". It was reported that the deficit in movement of the left leg was due to a small infarction.

Manufacturer narrative:
Related MFR reports filed for this event: transend 300 floppy guidewire: 2939204-2008-00493; neuroform 3.5 x 15 mm stent: 2939204-2008-00491; gdc coil: 2939204-2008-00492.